Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that patient had significant pain and discomfort in the past year. He had a bilateral knee replacement done in 2007. Both baseplates had the trialthlon low profile tray implanted. The left knee was revised for pain. The surgeon evaluated the femur and tibia and it appeared that the tibia baseplate was loose. After removing tibia, he reevaluated femur and a lucency appeared after striking it with a mallet and impactor. All components were revised to ts triathlon knee.

Manufacturer narrative:
An event regarding loosening involving a triathlon baseplate was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as no product was returned. Medical records received and evaluation: not performed as no medical records were provided. Device history review: DHR review was satisfactory. Complaint history review: chr review confirmed that there were no similar events reported for the lot. Conclusions: the reported event cannot be confirmed and the root cause of this event cannot be determined with the limited information provided. Further information such as x-rays, operative reports, patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported that patient had significant pain and discomfort in the past year. He had a bilateral knee replacement done in 2007. Both baseplates had the trialthlon low profile tray implanted. The left knee was revised for pain. The surgeon evaluated the femur and tibia and it appeared that the tibia baseplate was loose. After removing tibia, he reevaluated femur and a lucency appeared after striking it with a mallet and impactor. All components were revised to ts triathlon knee.